Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the haptic was broken. Additional information was received as there was no patient contact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(6).